Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. The most probable cause was the "dso" sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump keeps alarming downstream occlusion when powered on. No patient harm or injury was reported. No additional information available.